Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that the patient faced an event of detachment of the cannula on 18-jan-2025. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.